Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the nurse started the apheresis for the patient and initiated the pump module for calcium chloride. The nurse then put their attention to the patient by assessing the patient's catheter to make sure the lines were fine. The nurse started to review the screen to double check the setting and then worked their way to checking the IV pump to make sure that the entered infusion time matches the treatment time being displayed on the apheresis machine. It was noticed that the calcium chloride has been emptied. The nurse informed another rn who was working with the first nurse that the calcium chloride has been emptied out. The first nurse continued with the treatment while the second nurse informed the md and the unit coordinator was also informed. The md was informed should the patient develop a tingling sensation. There was patient involvement but no harm.

Manufacturer narrative:
Correction : medical device operator, medical device other operator. Additional information: imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the nurse started the apheresis for the patient and initiated the pump module for calcium chloride. The nurse then put their attention to the patient by assessing the patient's catheter to make sure the lines were fine. The nurse started to review the screen to double check the setting and then worked their way to checking the IV pump to make sure that the entered infusion time matches the treatment time being displayed on the apheresis machine. It was noticed that the calcium chloride has been emptied. The nurse informed another rn who was working with the first nurse that the calcium chloride has been emptied out. The first nurse continued with the treatment while the second nurse informed the md and the unit coordinator was also informed. The md was informed should the patient develop a tingling sensation. There was patient involvement but no harm.